Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "a case where a patient experienced hardware failure after the initial operation. Plate hardware locking screws became prominent resulting in hwr surgery and eventually a total knee replacement on (B)(6) 2025".